Event description:
The customer complaints blood leak during treatment. Blood flow rate 105 ml/min, tmp, 118mhg. The blood loss was insignificant. No pt harm, no medical intervention was needed.

Manufacturer narrative:
Additional MFR narrative: internal blood leaks can occur due to damage to the hollow fibres. The sample arrived in a condition which made analysis impossible. Therefore, the root cause of this event cannot be determined. No further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of the report as an admission of liability."